Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel dxi 800 access immunoassay system for one pt. Customer tested a pt sample for accutni and obtained a result of 0.21 ng/ml. Upon repeat on the same instrument, the sample gave an erratically high result of 0.50 ng/ml followed by results of 0.03 ng/ml and 0.20 ng/ml. The erroneous result was not reported outside of the laboratory. There was no affect to pt or user with regards to this event.

Manufacturer narrative:
Sample was collected in lithium heparin tube. A system check was run in 2008 and it passed within instrument specifications. A field service engineer (fse) was on-site that day: fse performed system check, dilution test and carryover testing and the carryover procedure failed. Fse then performed the sample pipettor alignments and carryover passed. A qc precision test failed. Fse found that the aspirate probes were not aspirating at the same rate so he adjusted peri-pump tubing after which qc precision passed. All verification testing passed within instrument specifications. Per fse update on 12/19/2008, aspirate probes were not all aspirating at the same rate when tested. Fse then found a flattened tube which was corrected by rotating peri-pump tube sections from one position to another. After switching the tubing's position, the system passed all verification testing. Bci rep then confirmed that the fse will be going back on-site to replace the peri-pump. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.